Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the main power cord. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, e2, e3, g2(health prof added), g3, g6, h2, h10. Corrected sections: b5, d5, e1(name).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the main power cord. It was later clarified that the customer called in and indicated she thinks the mains cable is possibly damaged as the machine is only using batteries but there is no indication of this on the display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). At this time a getinge field service engineer (fse) did not evaluated the iabp unit. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that they did not require repair so fse did not go to the site. Additionally customer provided the information that the iabp was then cleared for clinical service.

Event description:
N/a